Event description:
Additional information was received that the patient had a prolonged seizure the night before her death. The patient's treating physician did not feel that their death was vns related.

Event description:
Additional information was received in regards to the patient from their treating neurologist. The patient did have a history of nocturnal seizures. Their death was not witnessed. The patient has a history of simple partial secondary generalized and complex partial seizures. They have not had any resective surgery. The patient had a history of chronic respiratory insufficiency, at time of death they were taking keppra topamax and ativan. The patient was compliant with their medications. The patient did have seizure reduction with their vns.

Event description:
It was reported that a vns patient passed away. The patient died in their sleep. The patient's death certificate reported that their primary cause of death was listed as seizure disorder and seizure sequelae as secondary cause of death. At this time the relationship to their vns therapy is not known. The patient's products were explanted after their death, but have not at this time been returned for analysis. Their vns device was programmed on at the time of death.